Event description:
Patient had litt on (B)(6) 2023. The physician informed the clinical specialist that 10 days post-litt, the patient went into status epilepticus and was admitted to the hospital. The patient had organ failure, and was hospitalized for rehab for 1 month. It was also noted by the physician that the patient had some visual loss after the litt procedure. Additionally, pixel dropout was observed during the case. It is unclear that the two events are related.

Manufacturer narrative:
Seizures and organ failure are documented perioperative risks for brain surgeries, including open surgery and MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files. No malfunction was alleged, therefore, no device evaluation was performed.